Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510k cleared.

Event description:
A school nurse alleged that she rec'd an accidental needlestick from a used lancet while trying to eject it from the microlet2 lancing device. No other info was provided about the incident. The lancing device is to be returned for eval. A new lancing device was sent to the nurse.